Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had impedance measurements greater than 2,000 ohms. Visual inspection confirmed a lead fracture. The lead was surgically abandoned. No additional adverse patient effects were reported.